Event description:
It was reported that the patient presented in hospital for unrelated issue. Upon interrogation, the left ventricular lead was pulled back to right atrium due to twiddler¿s syndrome. The event was confirmed through venography. The lead was explanted and replaced. The lead was noted with fracture. The patient was asymptomatic due to issue and had no adverse event after the procedure.